Event description:
It was reported the customer received a motor error alarm during a prime. Customer also reported their keypad became unresponsive. Customer also stated a no delivery alarm and a failed battery test alarm occurred on the insulin pump. Customer's blood glucose was 177 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. Customer also stated they had dropped their insulin pump and stepped on it. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.